Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via email indicating physical damage on their demo insulin pump. The customer stated there was missing segments on the screen of the device. The customer's blood glucose level was unknown at the time of the incident. The customer did not troubleshoot and did not send the product back for analysis.